Event description:
It was reported that diagnostics revealed that the ipgs were nearing end of life. As such, surgical intervention took place where in the ipgs were explanted and replaced to address the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient underwent an ipg replacement was reported to abbott. Both ipgs were approaching end of life. As a result, both ipg(s) were explanted and replaced. Therapy was restored. The device was not returned for analysis; however, logs and/or assessment report were assessed and indicate that the battery voltage level of the device is within specifications to trigger the eri indicator. Based on the information received, the cause of the reported incident is consistent with the battery nearing end of life.